Event description:
60 minutes into patients dialysis treatment patient complained of chills. Temperature to up from 97.1 to 99.7.patient's physician was notified, dialysis treatment was terminated and pt was d/c to hospital the patient had no underlyintg infection - admitted with suspented pyrogen reaction.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.